Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump "acted like it was running" and did not audibly alarm when the pump stopped. They did not state if they had checked that the pump was set to "beep when done" or "mute when done'. At the time of the complaint the initial reporter stated that there were no adverse effects to the patient due to the complaint. No other information was provided. [Complaint-(B)(4)].

Event description:
The initial reporter stated that the pump "acted like it was running" and did not audibly alarm when the pump stopped. They did not state if they had checked that the pump was set to "beep when done" or "mute when done. At the time of the complaint the initial reporter stated that there were no adverse effects to the patient due to the complaint. No other information was provided. [Complaint-(B)(4)]

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, it operated as expected. The pump settings were set to "mute when done", and the alarm operated correctly. Based on this information, no MDR would have been required.